Event description:
A tandem mobi cartridge alarm was reported, which occurred during the cartridge loading process. The customer¿s blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. The pump had already been replaced on august 4, 2025, by clinical support, with no further action needed from technical support.